Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076276.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure and was doing well postoperatively. Additional information was received that the patient was not geting an adequate pain relief due to lead migration.